Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported a line on the device display. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incor (B)(4)16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.